Event description:
Additional information was received that the ipg became inoperable after the patient did not charge and maintain the device as recommended.

Manufacturer narrative:
The h6 medical device problem code was adjusted to reflect new information received. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain a UDI number for the device. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became inoperable. As a result, surgery occurred in which the ipg was explanted and replaced, which resolved the issue.